Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a vessel site which was located above the inferior epigastic artery (iea) after a diagnostic procedure. Reportedly, the device deployed uneventfully and hemostasis was not achieved. Manual compression was applied to achieve hemostasis. The patient was hospitalized overnight. The next day, the patient was reported to be hypotensive and was bleeding. Surgical intervention was required. A hematoma was observed after surgical evacuation which caused due to retro perineal bleeding. Hemostasis was achieved by surgery. Patient was reported to be hospitalized but is stable. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and therefore a thorough analysis could not be performed. The lot number was not identified; therefore, a device history record review could not be performed.